Manufacturer narrative:
(B)(4) was applied to capture the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv) lead was repositioned due to high pacing thresholds and decreased sensing. Observations with sensing and pacing threshold resolved after repositioning. This rv lead remains in service. No additional adverse patient effects were reported.